Event description:
On october 14, 2009, the lay-user/patient contacted lifescan (lfs), alleging that the one touch ultra meter is giving inaccurate high readings. On october 23, 2009, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose 3 times per day and manages her diabetes with oral medication (metformin). When the pt contacted lfs, she indicated that she has been obtaining elevated readings on the subject meter for over a week. The pt had symptoms of feeling dizzy. As a result of the elevated readings, the pt went to the clinic daily to have her blood glucose checked. At one point, the pt obtained a blood glucose reading of "200 mg/dl" on the subject meter, and "115 mg/dl" on the clinic meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of >=30% and/or <=30 mg/dl. The pt also obtained a blood glucose reading of "183 mg/dl," which the pt felt inaccurately high compared to normal readings/feeling. Reportedly, during one of her daily clinic visit, the pt rec'd oral glucose treatment by her healthcare provider. The pt does not recall what her blood glucose readings at the time of concern. It is unk known why the pt was treated with oral glucose, what readings she obtained on the subject meter prior to the medical intervention, and what action she took based on the readings obtained on the subject meter on the day of concern. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the pt claimed, she rec'd treatment that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.